Event description:
It was reported that the hub of the introducer sheath dislodged into the patient's right atrium. Approx. 7 inches in the right atrium. Procedure currently in process at initial complaint report. (B)(6) received phone call from account while the procedure was in process. At time of report, patient had not yet gone on bypass. Outcome of the procedure is unknown at this point. (B)(6) confirms that customer received recall letter. Update (B)(6) 2010 12:30pm: (B)(6) called back to report device was retrieved from the patient. Customer reports it was a 6in blue sheath that dislodged into patient. Called customer at 12:37pm to get clarification on complaint report. Reached voicemail. Left message. Update (B)(6) 2010: 1:05 pm called customer again. Talked to (B)(6). She called the or room while on the phone with me and confirmed that it was the whitish introducer hub that broke off from the (B)(6). They retrieved the dislodged piece from the patient and no injuries were reported but the patient was still in surgery at the time of the call. (B)(6) will keep the device for evaluation. Send biokit to attn (B)(6). Update (B)(6) 2010: per sales rep (B)(4), patient outcome is fine.

Manufacturer narrative:
Physician: (B)(6). Intervention to retrieve dislodged device.

Manufacturer narrative:
Evaluation results: (B)(6) 2011: the introducer used with the endoplege catheter was returned and evaluated by engineering in edwards (B)(4). The introducer is manufactured in edwards (B)(4) and sent to (B)(4) to be kitted with the ep. A device history record review was completed for endoplege lot 763128 and this device met all specifications upon distribution. A device history record review was also performed for the edwards introducer lot 58837758. The DHR had a non-conformance associated with it but was not related to the customer complaint addressed in this memo. Visual inspection of the sheath introducer confirmed that the white sheath was dislodged from the gray hub (1 photo taken). There were tool markings on the distal end of the dislodged sheath probably formed while trying the retrieve the sheath from the right atrium (1 photo taken). There were no tear/pull marks on the proximal end of the sheath where it would be connected to the gray hub. The introducer sheath with the dilator is a purchased component. This component undergoes sampling inspection at receiving. This inspection includes luer to sheath pull test at (B)(4) minimum. Receiving inspection documentation (lot number: 201002010015) for the introducer sheath was reviewed. This lot passed the pull test with mean pull strength of (B)(4) and minimum pull strength of (B)(4). Sheath introducers are 100% leak tested on the manufacturing floor before they are packaged. A sheath that is not attached to the hub would fail this leak test. To confirm that this product was properly molded together prior to distribution, and engineering test was simulated. This engineering test was performed on an introducer sheath in which the sheath was detached from the hub (1 photo taken). The leak tester from the introducer manufacturing line was used for this purpose. The "detached sheath" created by engineering failed the leak testing. If the sheath came detached or with a weak interface from the supplier, the leak test has demonstrated that it would be caught during the testing performed on the manufacturing floor. The root cause of this nonconformance cannot be determined at this time. A review of complaint information indicates this is an isolated incident. The root cause of the defect cannot be determined; therefore a corrective action is not required at this time. Appropriate controls are in place at receiving inspection and during manufacturing to detect any changes in the vendor performance. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. Engineering will continue a dialog with the supplier to better understand their process and the controls in place. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.